Event description:
Optometrist office called to report patient with corneal ulcer which occurred. The pt presented with pain and a red eye. The exam notes stated central corneal ulcer, corneal haze and edema od. No cells and flare noted in anterior chamber. The pt was treated with vigamox and pred forte. The pt returned to lens wear on approx two weeks later. The patient returned on the following month and was diagnosed with central corneal ulcer os. (Od reported on 1033553-2008-00143) again, ac was quiet and treatment was the same. The pt has returned to lens wear. Lens care solution type is unk. Four sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.